Manufacturer narrative:
H.6. Investigation: ¿ scope. The scope of issue is limited to parts 340911 and 340912 and lot bm0321. ¿ manufacturing defect trend: this product is manufactured by a third party. Manufacturing non-conformance data are not routinely available. ¿ complaint trend: there are no additional complaints besides this complaint for the date range between 03mar2020 and 03mar2021. ¿ batch history record (bhr) review: documentation for part 340911, bm0321n was reviewed. It was found that the materials met manufacturing specifications prior to release. ¿ retain sample evaluation / testing: the retain sample part and lot was not tested prior to expiration on 02apr2021 because the user is referring to a labeling issue. ¿ returned sample evaluation: the sample was not requested to be returned. This is a labeling issue. ¿ investigation result / analysis: the supplier confirmed a discrepancy in the published table of expected assay value ranges. Scar #(B)(4) was opened to address this issue.

Event description:
It was reported the package insert for bd¿ multi-check has incorrect mean value for % total for cd3+cd4+, or the range is incorrect. There was no report of patient impact. The following information was provided by the initial reporter: in the lotspecific assay values and expected ranges package insert one of the values for % total for cd3+cd4+ the mean value of 50,4 % is not correct, should be 51,9% or the range of 43,9-59,9 is not correct. Customer use bd multi-check control cat no #340912 and the bd multi-check cd4 low control, cat no #340915. For the cd4 low control the values are correct. Please check the values for the normal control.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the package insert for bd¿ multi-check has incorrect mean value for % total for cd3+cd4+, or the range is incorrect. There was no report of patient impact. The following information was provided by the initial reporter: in the lotspecific assay values and expected ranges package insert one of the values for % total for cd3+cd4+ the mean value of 50,4 % is not correct, should be 51,9% or the range of 43,9-59,9 is not correct. Customer use bd multi-check control cat no #340912 and the bd multi-check cd4 low control, cat no #340915. For the cd4 low control the values are correct. Please check the values for the normal control.